Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery performed on (B)(6) 2018 the two teeth of the shaft for trephine attachments have broken off into the patient. The teeth retained in the patient. The patient has been made aware of it and the hospital are monitoring the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history record (DHR) review could not be performed, as part and lot combination is incorrect. Lot l439154 was used for screw 402.628 and not for a shaft. Product was not returned and no valid lot number was provided. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: complainant device is not expected to be returned for manufacturer review/ investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.